Event description:
During remote follow-up, episodes of myopotentials oversensing due to myopotentials were observed on the device. No intervention has been performed at this time. The patient was stable.